Event description:
It was reported that on a prior occasion the lead had perforated the myocardium and had been successfully repositioned. A second perforation was noted two months later and the lead was explanted and replaced. There were no complications for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.